Manufacturer narrative:
.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental form will be completed.

Event description:
It was reported that the patient line became separated from the cartridge. Customer had elevated blood glucose levels (380-400 mg/dl). Customer successfully loaded a new cartridge and resumed insulin delivery. Reportedly, customer's blood glucose levels have stabilized.